Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: supply chain portfolio manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device procedure sheath used was 8f in size. According to the procedure note, there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with the insertion, deployment, or withdrawal of the device. Hemostasis was initially achieved successfully. The patient is stable. The puncture site was above the level of the common femoral artery bifurcation. No disease or dissection was noted in the access site artery. An angiogram was performed to diagnose occlusion/thrombosis. Distal pulses were present. Only thrombus was removed from the mca (middle cerebral artery) artery. The blood loss was less than 250cc. The reported event resulted in patient injury and/or needed medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The type of procedure performed was an angiogram. Additional information was received on 02 aug 2024: there were no complications on this one.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential thrombosis. The exact root cause cannot be determined. The likely cause was determined to have been a clot or calcium that may have migrated to the mca resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).